Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of insulin. The facility's biomed department stated the devices did not malfunction.there was no patient harm.

Event description:
The customer reported the tubing with the roller clamp closed was placed in the pump module with the pump module door closed. At 1700, the roller clamp was opened, and the fluid started dripping in the drip chamber while the tubing was attached to the patient. The roller clamp was immediately reclosed, and the tubing was disconnected from the patient. With the tubing unhooked from the patient the nurse opened the roller clamp again, and the fluid free flowed despite being in the pump module with the door closed. The placement of the tubing in the pump module was rechecked and appeared to be placed correctly. The customer reported possibly the clip on the tubing doesn't always engage properly with the channel. The facility's biomed department stated the devices did not malfunction. There was no patient harm.

Event description:
The customer reported the tubing with the roller clamp closed was placed in the pump module with the pump module door closed. The roller clamp was opened, and the fluid started dripping in the drip chamber while the tubing was attached to the patient. The roller clamp was immediately reclosed, and the tubing was disconnected from the patient. With the tubing unhooked from the patient the nurse opened the roller clamp again, and the fluid free flowed despite being in the pump module with the door closed. The placement of the tubing in the pump module was rechecked and appeared to be placed correctly. The customer reported possibly the clip on the tubing doesn't always engage properly with the channel. The facility's biomed department stated the devices did not malfunction. There was no patient harm. Received information that the fluid involved was insulin. A location of the ICU was provided.

Manufacturer narrative:
Date received by manufacturer: (01/26/2018).

Manufacturer narrative:
The customer report of an over infusion of insulin was not confirmed. Physical inspection was performed no abnormalities were observed. Log analysis showed that on (B)(6) 2018 at 6:38pm the user programmed the source pump module as a remote IV for the drug insulin (drug ID-346) with a concentration of 100units/100ml, vtbi of 100ml, and a dose of 6.2unit/h. At 6:39pm the insulin infusion program began infusing at a rate 6.2ml/hr. Recording a primary volume infused of 0ml. A short time later a flo-stop open alarm occurred that stopped the infusion. At 6:40 pm the start key was pressed and the insulin infusion program continued infusing. At 6:42pm a door open alarm occurred that was followed by another flo-stop alarm 9 seconds later. A short time later the user closed the door and restarted the infusion. At 6:50pm the user powered off the pump module device. The returned pump module was tested for rate accuracy, and the pump module was within specification. During testing there were no periods of unregulated flow. There were no leaks observed during functional testing of the returned set. The root cause of the customer complaint of an over infusion of insulin was not determined.